Manufacturer narrative:
A sample has been received for evaluation. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 04/04/2007 that a customer had a problem with a dula lumen PICC. The customer reports "PICC catheter had a hole that resulted in leaking and oozing under the tegaderm dressing. PICC had to be removed and replaced in an urgent situation to avoid interruption of IV fluids and glucose in this critical newborn."